Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have the plastic proximal clevis broken. The broken piece was missing and size of missing piece was approximately 0.188¿ x 0.408¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the crocodile grasper had broken tip while using. There was no reported fragment fall into patient. The customer used a backup instrument to continue. The procedure was completed with no reported injury.